Manufacturer narrative:
E1: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the one infusion set patient run out because of insertion leaked and tape came off loose. The infusion set is long for 1 day. The blood glucose level was 158 mg/dl and it is high when bolus pump is using for 48 hours. No further information available.